Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, nausea, vomiting, new or worsening asthma, inflammatory response, kidney disease/ toxicity, liver disease/ toxicity, lung disease, and cancer. Medical intervention was not specified. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. The device was scrapped.